Event description:
(B)(4).

Manufacturer narrative:
We confirmed the customer has not done the recommended maintenance of the device as recommended in the system manual. The hard disk drive (hdd) has never been replaced which is supposed to be done every 2 years, and the device has not been rebooted on a quarterly basis. Also, we informed the customer that they need to replace the hdd's. The customer is going replace the hdd themselves.